Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a procedure for a uterine rupture on (B)(6) 2015 and suture was used. During the procedure, the curved needle broke off. After an x-ray exam, it was detected inside the uterus. The surgeon tried to retrieve the fragment by using a magnet, but without success. The fragment is still inside of the patient. No additional information available at this time.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Visual inspection of a fractured needle piece of approximately 1.3 mm with attached suture piece of approx. 5 cm length was performed. The needle piece was found to have several severe user instrument scrapes and marks in the needle swaging area and directly at the site of fracture, indicating that the needle had been grasped there. Incorrect user handling was determined to be the cause of the needle breakage. No material defects were visible at the site of fracture. In order to avoid needle breakage or bending, ethicon IFU recommends that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.